Manufacturer narrative:
According to the reporter, the device was discarded and is not available for evaluation. There have been no similar events reported for this product lot to date. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The reusable inserter used for this procedure is not validated for use with the reported lens and resulted in the shearing off of the back haptic. Because the inserter used is not validated for use with the reported lens the most probable root cause is user error. No corrective action is necessary at this time.

Event description:
During phacoemulsification surgery, while implanting an intraocular lens (iol) into the patient¿s right eye the trailing haptic was sheared off. The lens was removed intraoperatively, which required enlargement of the incision from 2.65mm to 3.0mm. A replacement lens of the same model and diopter was successfully implanted. No sutures were necessary, and no further complications were experienced. The patient did not notice a decrease in their vision. In the physician's opinion, the likely cause of the event is a probable defective haptic. The patient's outcome is good.